Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes called to state that his dinner bolus was delivering more slowly than normal. The pwd entered 55 grams of carbohydrates with a 3-hour carbohydrate absorption rate. Within 30 minutes, the pump had delivered only 3.86 units of the planned 7-unit bolus (from 8:38 pm pst to 9:11 pm pst). The event occurred while in use with patient. There was no patient injury.